Event description:
It was reported that prior to use with 100 bd luer-lok¿ 1-ml syringe the product label was missing. The following information was provided by the initial reporter: 1 box of syringe is without product label.

Manufacturer narrative:
H6: investigation summary: one photo was received and evaluated. The photo depicted a label side of a single 1ml ll shelf carton. There was no label in the label location on this carton. No label or glue residue was observed on the carton. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the missing label defect is associated with the packaging process. Current process was identified to lack a proper sensor for carton build-up at the carton offload area. This could lead to carton build-up at the labeler and cause problems with the labeler properly applying labels to some of the cartons. As a corrective action, a carton build-up sensor will be installed. It will stop the carton flow once a build up is detected to prevent cartons from building up at the labeler.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with 100 bd luer-lok¿ 1-ml syringe the product label was missing. The following information was provided by the initial reporter: 1 box of syringe is without product label..